Manufacturer narrative:
This report will be amended when out investigation is complete.

Manufacturer narrative:
In the x-rays that were provided, the tip of one of the self-tapping pins appears to be off-center. This indicates that the tip of the pin may have fractured off. Only 1 pin is visible in the zone of the radius that is shown in the x-rays. Although a single fractured pin tip can be verified from the images provided, there is not enough information to determine the exact cause of the pin tip fractures. The device history records could not be reviewed due to lack of product identification. These devices are used for treatment.

Event description:
It was reported that dr camuso was using the small xtrafix to treat a distal radius fracture. He placed two pins in the pt's radius, then took an x-ray. On the x-ray, one could see that the tips of both pins had broken off at the far cortex. These are self-drilling pins, so he did not pre-drill for them.